Manufacturer narrative:
The reported event of failure to interrogate via radiofrequency (rf) telemetry was not confirmed. Device was received with battery voltage in the beginning of life (bol) range. Electrical and mechanical tests were performed and indicated normal device functionality. Analysis of the device image suggested rf telemetry lockout had occurred in the field, consistent with the forced relaxation condition found. This telemetry lockout feature disables the high-powered telemetry to prevent battery drain due to unintended excessive usage. As received, the telemetry lockout period had expired. The device showed normal characteristics and was able to be interrogated successfully on various merlin programmers. Rf telemetry could be enabled and disabled with no issue. Additionally, electrical, mechanical and environmental tests were performed and normal device functionality was observed. Furthermore, a device longevity assessment was performed and revealed to be within the expected range.

Event description:
During an implant procedure, the device was unable to be interrogated via radio frequency telemetry. The physician elected to not implant the pacemaker to resolve the event and the patient was in stable condition.